Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Vessel morphology was unremarkable, straight forward. It was reported that the stent graft was placed and the physician elected to model the balloon with a reliant balloon. During the inflation of the balloon the physician left the balloon inflated for an extended time and the stent graft moved 2 cm distally resulting in a type I endoleak. The physician elected to place a second talent thoracic stent graft. During the deployment of the second device the physician's glove got caught in the strain relief, when the physician pulled the glove out the stent graft deployed completely within the first stent graft. The physician then deployed a third thoracic stent graft and the case was completed. No additional clinical sequelae were reported and the patient is fine. (MFR reprot# 2953200-2009-00734-00736).